Event description:
It was reported that during an ablation procedure, blue pixel artifact were witnessed. The user was ablating using firing power of 128% and the user noticed blue pixels about 1cm from the probe. The user stopped delivering laser and the blue pixels slowly diminished. The user went back on at 100% and the blue pixels came back. The user noted the blue pixel artifact and proceeded through the entire case with the blue pixel artifact. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Additional information: device evaluation: the blue pixels in this case were caused by changes in the tissue that appear in the magnitude data as voids that move through the image.